Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one hickman s/l catheter extension leg was returned for evaluation. A circumferentially-aligned split was noted on the catheter just distal to the luer hub. When viewed under magnification, the edges of the split were noted to be jagged. The sample was patent to infusion and aspiration with no leaks observed. However, as a split was identified visually during the evaluation, the investigation is confirmed for the reported catheter damage. Per the evaluation results, the identified split was circumferentially-aligned and located immediately distal to the hub. These are characteristics typical of clamping too close to the luer hub. As this can cause the catheter material to be pinched between the harder material of the clamp and the luer hub stem, it is possible that clamping too close to the hub contributed to the identified catheter damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that an alleged catheter break was noted one day after catheter placement. The device was reportedly removed the following day. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged catheter break was noted one day after catheter placement. The device was reportedly removed the following day. There was no reported patient injury.